Event description:
The customer alleged that his blood glucose readings had been higher than usual and that he had received high, out of range control test results. While troubleshooting, he performed 2 control tests and received results of 193 and 212 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.